Event description:
On (B)(6) 2010, this patient was implanted with one gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. During the procedure, a right axillary to a left common carotid to left axillary artery bypass was performed. The physician then implanted the tag device just below the innominate artery. It was reported that the patient lost 1050ml of blood during the procedure. The aneurysm was resolved, and the procedure was concluded with no reported complications. The patient tolerated the procedure. On (B)(6) 2010, the patient had a stroke. No indication was given as to the potential cause of the stroke. The physician performed an endovascular treatment of the stroke. On (B)(6) 2010, the patient did not recover from the stroke and expired.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.